Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and was hospitalized as the insulin pump was not giving the right amount of insulin. The customer's blood glucose level was 500 mg/dl at the time of incident. The customer did not mention any symptoms related to high blood glucose level. Troubleshooting was done for high blood glucose and under delivery. The insulin pump and reservoir will not be returned for analysis.